Manufacturer narrative:
Initial event information was received by united therapeutics drug safety on 13-oct-2025 from accredo health group, inc. And forwarded to millyard advanced medical products, llc, on 14-oct-2025. Based on the information available at that time, the event was assessed as non-reportable. Product was later returned to millyard advanced medical products, llc, for investigation on 17-nov-2025 and reportable information was discovered by way of a technical investigation completed on 24-feb-2026. Therefore, for MDR purposes, the date received by the manufacturer (g3) is 24-feb-2026, and the report source (g2) is listed as company representative. Logs retrieved from returned remunity remote, (B)(6), paired with remunity pump, (B)(6), confirmed that cassette problem and pump error alarms, as well as excessive noise, pump idle, and delivery stopped attention alarms were generated within the timeframe of the complaint. The delivery stopped and pump idle attention alarms were generated under expected conditions. During the investigation, a test delivery was performed with no abnormal behavior. Upon disassembly of the pump, evidence of fluid ingress was observed, consistent with the cassette problem and pump error alarms, as well as the excessive noise attention alarms. A specific cause for the fluid ingress could not be conclusively determined. Logs retrieved from returned remunity remote (B)(6), paired with remunity pump, (B)(6), confirmed that cassette problem and occlusion alarms, as well as pump battery low, no communication, and adjust pump attention alarms were generated within the timeframe of the complaint. Logs leading up to the occlusion alarms and adjust pump attention alarms are consistent with occlusion-like behavior; however, the cause of the occlusion-like behavior could not be conclusively determined. Additionally, the pump battery low attention alarms were generated under expected conditions. During the investigation, communication between the pump and remote was successfully established and radio frequency (rf) power values for each device were found to be within specification. Additionally, a test delivery was performed with no abnormal behavior or communication issues. Upon disassembly of the pump, evidence of fluid ingress was observed, consistent with the cassette problem alarms. A specific cause for the fluid ingress could not be conclusively determined. Attempts to obtain additional information regarding the reported event from accredo health group were unsuccessful.

Event description:
An initial event notification was received by united therapeutics drug safety on 13-oct-2025 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 14-oct-2025. It was reported that the patient received frequent alarms while using remunity pumps (B)(6), including cassette problem, pump error, and occlusion alarms, as well as excessive noise, low pump battery, no communication, delivery stopped, and pump idle attention alarms. Replacement systems were issued by the specialty pharmacy and no further details were provided.